Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned to manufacturer.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva plus system within 10 minutes: 119 mg/dl, 80 mg/dl, 85 mg/dl, and 159 mg/dl. The customer reported feeling sweaty and shaky with these results. He self-treated with food and low blood glucose symptoms improved about 20 minutes later. No adverse event related to the device was reported. Requested return of suspect device, however the customer no longer has the test strips; replacement was sent.

Event description:
Customer reportedly received the following results on the aviva plus system within 10 minutes: 119 mg/dl, 80 mg/dl, 85 mg/dl, and 159 mg/dl. The customer reported feeling sweaty and shaky with these results. He self-treated with food and low blood glucose symptoms improved about 20 minutes later. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.